Event description:
A hospital in (B) (4) reported via our distributor that an rt116 adult breathing circuit did not have the port for a pressure line. This was discovered before use and no pt consequence was reported.

Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the returned breathing circuit was visually inspected. Results: the y piece included in the breathing circuit did not have a pressure port. A lot check revealed no other similar complaints for this lot number. Conclusion: the incorrect y piece was assembled into the rt116 adult breathing circuit. This is likely due to operator error. (B) (4).